Manufacturer narrative:
Product was not returned for investigation. Multiple attempts have been made to collect additional information with no response. If additional information is received at a later date, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The tracheostomy tube is cracking after one to two weeks of use. The patient required recannulation with another tube.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). One sample of 6.0mm xlt trach uncuff dist lot number 201503289x was returned for evaluation. Visual examination shows that there is a tear to the neck flange. The tear is located in the pliable white pvc. The manufacturing guidelines and controls were reviewed and found acceptable and effective to detect the reported event. The defect detected on the returned unit is not as a result of their processes. All of their neck flanges are 100% inspected prior to release and this type of defect would not have passed this inspection. The cut condition found in the received sample is not related to the manufacturing process.